Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/01/2014 with the following findings: review of the black box data revealed consecutive call service alarms (055, 052, 012) recorded on (B)(6) 2014. All testing was completed using test battery and cartridge caps, as no caps were returned with the pump for investigation. The pump was exercised for 24 hours without to occurrence of alarms. The pump was opened for investigation and did not reveal any evidence of damage, effect or contamination of the pump¿s interior components. The pump was determined to be operating within the required specifications without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.